Manufacturer narrative:
(B)(4).

Event description:
The patient died approximately 2 years and 9 months post the index procedure and not 3 years and 1 month as previously reported.

Event description:
During the index procedure one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad and one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid rca. Patient was asymptomatic / free of symptoms at the 30 day, 6 months, 1 year, 1.5 year and 2 year follow up. It was reported that approximately 3 years and one month post the index procedure the patient had died. No further information is available at present. Ref MFR # 9612164-2012-00086, 9612164-2012-00087.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).